Manufacturer narrative:
The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Although based on receipt of this complaint we acknowledge that the customer has had an issue with this particular product, this complaint is not confirmed based on the results achieved from the returned samples. Complaint history check was performed and as of ((B)(4) 2013) this is the 1st complaint against lot number 2171146 for similar issues. Information will be captured on trend reports and monitored monthly. The DHR was also received for the given lot number and no notifications were noted.

Event description:
On (B)(6) 2013, the consumer had injected 12 units of humalin, went to remove the needle and the needle was gone. The daughter took her to the emergency room. They did an x-ray and didn't' see anything. They then did an ultrasound and saw the needle. The doctor stated they were going to leave the needle alone because it would do more harm than good to remove the needle. At the time of this report the injection site looked good and there was no signs of infection or irritation. No further information is available.